Manufacturer narrative:
This complaint has not been confirmed. Device not returned to MFR, and no lot number info was given so an eval cannot be performed as to the root cause or actual nature of the problem. No injury was reported, no medical attention was reported to have been sought. This is being reported as a possible delamination, as choking is possible as a result of delamination.

Event description:
Email, "after wearing it for less than two months it has pulled from its base. It's now in two pieces. I only boiled it in (B)(6). Unfortunately, I have thrown out the packaging and receipt since my purchase (as it fit great). I just wanted to inform you."